Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify motor error in alarm history. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose of 1500 mg/dl, and he was treated with an insulin drip. It was stated that the customer had seizures and was not breathing. The caller believes the device alarmed motor error alarm, but she did not have the insulin pump available to troubleshoot at the time. Days later, the mother called back and the bolus history was reviewed and found multiple motor errors. The caller stated that the insulin pump was not exposed to an MRI. Advised the caller that a replacement of the insulin pump would be sent and revert to back up plan. No further info was provided.